Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter was giving an error 2 error message upon inserting the test strip. The patient's testing technique was correct and the test strips were correct. The issue was not resolved. The patient suffered no injury due to this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan (lfs) product analysis on (B)(4) 2011 with the following findings: the test strips have passed testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.